Event description:
Complainant alleged that the medics were attempting to defibrillate a patient who was complaining of chest pains, and who had a ten year cardiac history, using zoll multi-funciton electrodes with the device. The medics attempted to defibrillate and pace the patient in the moving ambulance, but the device would not either pace or defibrillate the patient and displayed a lot of artifact. The medics changed the device cable, but the device continued to display artifact, and would not pace or defibrillate the patient. The pt subsequently expired.